Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (cap was not on and it blew it's tire) occurred due to user misuse. However, a conclusive root cause could not be determined. The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: ¿olympus cyf-5 olympus cyf-5r reprocessing manual chapter 5 reprocessing the endoscope 5.2 preparing the equipment for reprocessing per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was a leak in the bending section cover due to a cut in the bending section cover. The additional findings are as follows: the bending section cover glue was lifted, and the insertion tube was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when reprocessing the oes cystonephrofiberscope, the cap was not on and it blew it's tire (the tubing on the outside). There were no reports of patient or user harm.